Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation flow: damage, functional. Visual inspection: the stardrive screwdriver t8 (p/n 03.110.007 l/n unk) was received at customer quality, and upon visual inspection, the reported condition was confirmed. The screw driver was twisted and the rotary end cap was missing. Pieces from the handle were broken off proximal to the rotary end cap opening. The rotary end cap was not returned for investigation. Device was failure and defect identified. Functional test: a functional test could not be performed because the mating device, rotary end cap, was not returned to us cq for investigation. Conclusion: the measuring result does show conformity. No product design issues or discrepancies were observed during this investigation. Document/ specification review: a manufacturing record evaluation could not be performed because the lot number of the device was not known. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: a manufacturing record evaluation could not be performed because the lot number of the device was not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during routine inspection it was noticed that the stardrive screwdriver was stripped as well as a cap on the handle has fallen off. There was no patient involvement. This complaint involves one (1) stardrive screwdriver t8. This is report 1 of 1 for (B)(4).